Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information reporting that a concerto coil did not deploy correctly. The device was removed and not implanted. It was noted that there were no abnormalities in relation to the patient's anatomy that might have contributed to the event. No other event details were available. No patient symptoms or information was reported or available.